Manufacturer narrative:
The affected p2500 power supply was provided for the investigation. The device was visually inspected and disassembled for an initial hardware evaluation. Visual inspection of the outside did not show any traces of fire. The hardware evaluation revealed that a high energy event has taken place, but there was no evidence of fire within the power supply. No short circuits were detected that would lead to a prolonged current draw heating the power supply pcb. It was found that two transistors on the pcb were loose and there was insufficient heat sink paste on these transistors which led to an inadequate heat transfer. In order to find the root cause the power supply was sent to the supplier. The supplier confirmed that the faulty transistors caused the surrounding components to heat up. This will result in temporary smoke and a charred odor which can be associated with assumed burning. The root cause for the faulty components is an individual fault during the manufacturing of the power supply. In order to prevent this issue from reoccurring the supplier retrained the manufacturing personnel and alerted the production line to focus on proper assembly of the part. This is an isolated case. The power supply is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical equipment and the risk of fire is minimized because the used material is classified ul 94 v-0 or better. The power supply will automatically shut down if internal temperature exceeds 75°c (167 °f). Monitoring will continue on internal battery on the cockpit and m540. Alarms will be generated indicating the power supply is not functioning.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that a draeger service technician was dispatched because a power supply would not power up and found a note that the device "caught fire". He could confirm a burning odor and marks of soot on the housing. There was no injury reported.